Event description:
It was reported that the 9900 system had a communication error during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure was verified. The board and wiring connections were re-seasted. The gpos and ptos were replaced and the software re-installed during the svc call. The system was tested, and found to be working as intended, and put back into svc.